Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data was collected between january 2010 and december 2022. Borman, w. A., landrigan, l. M., berg, n. J., pickrell, j., & guglin, m. E. (2025). Https://doi.org/10.1111/aor.14988. Department of medicine, indiana university school of medicine, indianapolis, indiana, USA / indiana university health, methodist hospital, indianapolis, indiana, USA / krannert institute of cardiology, indiana university school of medicine, indianapolis, indiana, USA. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported driveline infections and heart transplants could not be conclusively established through this evaluation. The article titled ¿vitamin d deficiency and driveline infections in patients with left ventricular assist devices¿ authored by borman et al. Was reviewed. This retrospective study reviewed 134 patients who underwent left ventricular assist device (lvad) implant between 2010-2022 to determine the effect of pre-implant vitamin d levels on driveline infections. During the 18-month study period, 32 patients developed driveline infections. It was reported that out of 134 patients who were involved in the study, 35 patients left the study due to undergoing a heart transplant or expiring. The article found the 18-month infection free survival rate was found to be significantly higher in the vitamin d sufficient cohort compared to the vitamin d deficient cohort. The article also found pre-existing obesity to be a significant independent predictor of infection. The article suggested pre-operative vitamin d status was an easily correctable determinant of post-surgical infectious complications. No product was evaluated under this complaint. The heartmate device serial numbers, as well as other specific case or patient information are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection. Section 6 of the IFU, entitled ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the article ¿vitamin d deficiency and driveline infections in patients with left ventricular assist devices¿ reports a retrospective cohort study of 134 patients undergoing left ventricular assist device (lvad) implantation between january 2010 and december 2022 evaluated the link between pre-operative vitamin d levels and subsequent driveline infections (dlis). Patients were grouped into vitamin d sufficient (=30 ng/ml, n=42) or deficient (<30 ng/ml, n=92) cohorts and tracked for 18 months. Over this period, 32 patients developed infections, with a median onset of 246 days. Notably, 35 patients (26.1%) exited the tracking early due to either undergoing a heart transplant or experiencing mortality. Ultimately, the 18-month infection-free survival rate was significantly higher in the vitamin d sufficient group than the deficient group (90.5% vs. 69.6%). Pre-operative vitamin d deficiency and obesity (bmi = 30 kg/m²) were both identified as severe, independent risk factors for infection. This is the first study to confirm this relationship using modern heartmate 3 technology, suggesting that pre-implant screening and vitamin d supplementation could significantly maximize infection-free survival rates.